Manufacturer narrative:
The cause for the falsely low advia centaur xp ft3 results is unknown. The customer's quality control results were within acceptable ranges. Siemens is investigating. The instruction for use (IFU) under the interpretation of results sections states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
False low advia centaur xp ft3 results were observed by the customer. A physician had questioned one of the reported ft3 patient results. The customer performed repeat testing of patient samples that had been run approximately at the time of the questioned result. The repeat ft3 results were run on a new reagent lot and on another advia centaur system, and the results were higher. There was no more ft3 reagent lot (006215) remaining for repeat testing. Corrected results were issued by the customer. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur xp ft3 results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00262 on 01/23/2017 for falsely low advia centaur xp ft3 patient results. On 01/26/2017 - additional information: the cause for the falsely low advia centaur xp ft3 results is unknown. The customer's quality control results were within acceptable ranges at the time of the event. The customer's advia centaur xp ft3 reagent lot (006215) or readypack is not available for further investigation. No conclusion can be drawn. The instruction for use (IFU) under the interpretation of results sections states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The instrument is performing according to specifications. No further evaluation of this device is required.